Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt had not used their implantable neurostimulator (ins) in quite a while because a year or so ago the ins felt like it was burning the skin inside so they stopped using it. The pt needed to have a brain MRI now so the pt said they needed to have it working and get into safe mode. They turned the controller on and had the controller charged; pt noted they tried to recharge the ins for a total of 6 hours but it did not recharge. During call pt verified no damage to the recharger (rtm) or to the controller charging port. The pt reset the controller and blew into the controller charging port. Pt attempted to recharge the ins and got no device found, when pressing recharge they got connect the recharger even though the recharge was plugged in. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent also emailed repair for a new rtm. Pt called back and stated they are having the same issue documented in this case with replacement recharger. Agent had pt try to connect on the call but pt kept seeing connect recharger and no device found even when recharger was plugged into the controller. Agent recommended to follow up with hcp if replacement controller does not resolve the issue. Agent sent request to repair to replace the controller. Pt called back stating they received the replacement controller but got software problem cannot continue call mdt, 1-intellis, 2-3.6, 3-243, 4-qf_port. Agent walked pt through resetting the controller and using the lithium battery pack from previous controller. Controller became unresponsive and displayed set up for screen. Pt saw no device found. Agent walked pt through prm and was able to start charging at excellent (controller 80%, implant at red).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.